Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 69-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The patient presented with stemi and multivessel disease. Impella position was confirmed on echocardiography with adequate placement, preload, and afterload management. During support, urine turned red while running on p9 due to the need for significant hemodynamic support. The hemolysis resolved the next morning, with clear yellow urine and the pump at p-6. The patient was bridged to impella 5.5 and subsequently expired on support. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock, high support levels and hemodynamic instability. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as they presented in scai shock stage d and expired while supported on a different device (impella 5.5), with no adverse event related to the cp device.

Manufacturer narrative:
B2. Date of death is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4: serial and primary UDI number corrected.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
This follow-up report is submitted to update section b2 to include the date of death.

Manufacturer narrative:
Mechanical interaction with blood/ hemolysis: the cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.